Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out. The guidewire was stuck in the burr and could not be retrieved. This may be due to the kink in the guidewire. The handshake connection of the catheter could not be inspected as there was blood in the introducer surrounding the coil and the handshake connection could not be advanced. Upon inspection it was noted there was a tear in the sheath around the distal coil and that saline was not reaching the end of the sheath but was being expelled through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a burr stuck on wire occurred. The 90% stenosed, 23mm in length, 2.0 mm vessel diameter, with less than 45 degree bend and not totally occluded target lesion was located in the severely calcified and mildly tortuous middle right coronary artery. Pre-dilatation with unspecified balloon catheter was performed. A 1.25mm rotalink¿ burr was selected to treat the target lesion. However, the rota burr did not rotate and the physician suspected that the rotalink¿ advancer was leaking air. The physician changed a new advancer with the same burr but was unable to cross the lesion after several attempts. It was also noted that the rotawire was entwined with burr. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed a tear in the sheath around the distal coil.